Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Performed visual inspection on returned product, the adhesive was returned and did not come off sensor. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
Customer reported experiencing adverse skin irritation after 3 days of wearing an adc freestyle libre sensor. The customer experienced symptoms described as itching, redness and fluid discharge at the insertion site and had contact with a healthcare professional who prescribed an unspecified healing cream and biseptine (chlorhexidine / benzalkonium chloride - antiseptic) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin irritation after 3 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as itching, redness and fluid discharge at the insertion site and had contact with a healthcare professional who prescribed an unspecified healing cream and biseptine (chlorhexidine/benzalkonium chloride - antiseptic) for treatment. There was no report of death or permanent injury associated with this event.